Event description:
It was reported that a patient underwent two levels x-stop procedure at l2/l3 and l3/l4. Reportedly, the patient's leg pain improved, however, the back pain still continued. Subsequently, both devices were removed followed by a nerve root decompression at both levels. The removal and nerve root decompression procedure was completed successfully. Reportedly, the patient's current status was unk. No additional information was reported.

Manufacturer narrative:
Additional catalog #1-3216. Device was not returned; followed up with company representative.